Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported does not recognize a closed door caused by a failed upper link switch. The upper auxiliary assembly (containing the link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump did not recognize a closed door. It was also reported that there was no patient injury.